Manufacturer narrative:
Field correction: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was no longer receiving stimulation and was unable to communicate with or charge her ipg. The sjm rep met with the pt and confirmed the issue. The pt indicated she had not charged her ipg in over two years. Surgical intervention may take place at a later date.